Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customer?s complaint. Continuous flow was observed as soon as the ventilator was powered on. The cause of this event was the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number:(B)(4).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not cycling. "At a certain pressure would cycle but then when raised it would keep blowing and not cycle." Patient involvement is unknown.